Manufacturer narrative:
Device not returned.

Event description:
It was reported that the asymptomatic patient presented in clinic with pauses on the right ventricular lead. Upon interrogation, there were both no capture and intermittent capture on the lead. No intervention was performed. The patient would continue to be followed up.